Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers in accordance with normal operation. A battery compartment crack was observed in thread area. No evidence of moisture contamination inside battery compartment or on battery cap. Battery cap is unable to fully tighten due to damaged cap threads and battery compartment crack. A power loss was not observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment is cracked and the battery cap had damaged threads. This report is made based on results of investigation completed on (B)(4) 2013.